Event description:
Upon examination of the pt's x-ray, it was noticed that the ulnar component had broken in the area of the porous pad. The ulnar component was removed without much difficulty or bone loss. A new ulnar component was cemented in, utilizing the well fixed humeral component which was not removed. Elbow was originally put in sometime in 1989.